Event description:
A revision surgery was planned to be performed on (B)(6) 2025, using the blueprint planning feature.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.